Manufacturer narrative:
Concomitant medical products: 1559-65 lead, implanted: (B)(6) 2002; 5076-52 lead, implanted: (B)(6) 2014; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had eroded through the skin and the patient presented with symptoms of pocket infection. The device and leads were explanted. The patient will be temporarily paced until the infection clears. No further patient complications have been reported as a result of this event.